Event description:
On (B)(6) 2011, the lay-user/ patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported since the reporter claimed that the pump was unresponsive to button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts.